Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: review of the black box data revealed no evidence of ¿short battery life¿. On investigation, the pump alarmed with cs177 indicating low battery life due to moisture in the battery compartment from moisture ingress at a crack in the battery compartment. Moisture corrosion was also noted on the returned battery cap. Ez-prime steps were able to be completed and all electrical currents measured within specifications. There was no damage, defect or contamination of the pump¿ interior components. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.